Event description:
During the evaluation of the device, a e059 code was found. The device's system pca, power supply, detachable battery harness and pca, detachable ion battery and the internal lithium ion battery have all been replaced. The detachable batteries have been tried in other devices and work fine, the error code continues to happen. Advised paul to try the internal battery in another device and also try replacing the power connection cabling. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.